Event description:
A malfunction was reported indicating a code, malf 9. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the issue was successfully resolved with no recurrence reported. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, which the customer understood.